Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 396 mg/dl. The customer performed a supply change to resolve the issue and resumed insulin therapy.